Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the catheter. The physician felt the lead was too tight to be inserted. The lead was implanted without a catheter and the patient was in good condition post procedure.